Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated imaging in a meeting with the surgeon. Subsidence was noted in c5/c6. Both screws at c5 were observed to be fractured. The cage subsided superiorly and fusion was not observed at the inferior level.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Subsidence of the cage and non-union was noted in the inferior levels. It is likely that the cause of the observed issue was multifactorial. Subsidence and non-union, compounded with dynamic loading, likely contributed to the observed fractures. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. The cause of the reported event will be classified as 'patient factors issue'.

Event description:
A physician reported that two ozark self-starting screws fractured at c5. The patient will not be revised. This report captures the second of two screws.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that two ozark self-starting screws fractured at c5. The patient will not be revised. This report captures the second of two screws.